Event description:
The olympus field service engineer (fse) reported on behalf of the customer the entire screen became black and showed no images. The issue occurred during preparation for use. There was no report of patient injury.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are the probable causes: blackout of endoscope image due to broken wire or short circuit in the imaging cable blackout of endoscope image due to short circuit caused by cracked tabs on the imaging circuit board - blackout of endoscope image due to separation of the joint of the imaging circuit board - blackout of endoscope image due to abnormal continuity caused by internal water immersion - blackout of endoscope image due to abnormal continuity of connector or cord - blackout of endoscope image due to connector damage or deformation - blackout of endoscope image due to lens damage or contamination. In addition, the following non-reportable malfunctions were found during the device evaluation: the angle wires were stretched, discoloration on tip of the insertion section, defects of the insertion tube-non bending section, air/water leakage from the channel, missing ultrasound echo signal, and there are irregularities on the external appearance of the ultrasonic transducer. Olympus will continue to monitor field performance for this device.